Manufacturer narrative:
The device was returned with the needle mechanism not deployed. Data was extracted from the device and it was noted that the first priming sequence of the device was 38 pulses and rotational sensor issues could be seen in the data. An 0x41 alarm was generated indicating rotational sensor maximum summed error table. The drive mechanism was inspected, and contamination was seen around the commutator cap causing discontinuity. A leak test was performed, and no leaks were observed throughout the entire fluid path. Due to the contamination on the commutator cap, the second closed to open transition was shortened resulting in an early completion of the first priming sequence and the needle not deploying during the second priming sequence. In addition, the left rotational sensor spring was found to be incorrectly installed; however, it was found to not have contributed to the reported event as the location of the contamination was consistent with device data abnormalities. The product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l45310. Expiration date changed from unavailable to 5/27/2021. Model no changed from 14810 to 19191. Catalog no changed from zxy425 to zxp425. Correction to g(5): PMA/510(k) # changed from k192659 to k162296. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h(4): device mfg date changed from unavailable to 11/27/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the needle did not deploy; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.